Manufacturer narrative:
B5 : narrative information- no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 16jul2024 that there were no reported patient symptoms during the alarms, and that an echocardiogram was to be performed. The alarms did not show up on the device interrogation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site received a call from the patient's caregiver that they had a driveline disconnect alarm at about 1850 on (B)(6) 2024. They stated the alarm sounded two times. The patient reviewed the last alarms while on the phone with the site, and the only alarm that they could see was one driveline disconnect for 1:12. The patient was sitting when this occurred. The patient presented to the emergency department, and it was noted that the driveline was intact. No external damage noted. The modular cable was intact, yellow ring not visible. The system controller was intact, red button not visible. It was noted that the patient had a controller exchange due to modular cable damage a couple months ago. Their caregiver stated this alarm happened once since the exchange aside from the event on 29jun2024. Log files were requested for review, and there were no unusual events recorded in the log file event history at the noted time. It was additionally stated on (B)(6) 2024 that the patient nor caregiver recalled lights being on at the time of the alarm. The patient's spouse was making tea at the time and set a timer, perhaps they confused the alarms.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: no issues with heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and patient handbook, rev. C are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that the echocardiogram results were normal.